Manufacturer narrative:
Throughout the troubleshooting and reprogramming there were no reports of any system or component failure or malfunction and no reports of malposition or migration of any of the nalu implanted components. The explanted system was not returned to the firm for testing to confirm. Investigation with the information available is unable to identify a specific cause for the lack of efficacy for this patient.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after having participated in a successful trial phase with nalu. During the trial phase the patient had reported a 50% reduction in pain symptoms, however the permanent implant resulted in reported 20% reduction in pain. Multiple attempts were made to troubleshoot and reprogramming was performed to improve therapy, however the patient was unable to achieve greater than 20% relief throughout. In (B)(6) 2025 a nalu representative was notified that the patient was requesting to have the system removed. Additional troubleshooting was performed by several different nalu representatives and ultimately the patient underwent a full system explant on (B)(6) 2025.